Manufacturer narrative:
Block d2b: pro code qrb. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was not able to get enough pain relief from the implantable pulse generator (ipg) device. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.